Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The vessel morphology was reported as excessively calcified and small in diameter, measuring 8 mm. It was reported that a 22 fr sheath was placed on the right side and a 16 fr sheath on the left. After the stent grafts were implanted, an angiogram showed the left external iliac artery was dissected. The dissection was caused by the 16 fr sheath. The physician implanted another manufacturer's stent and resolved the dissection. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4) - intervention required. Arterial trauma/dissection/perforation; excessively calcified and small in diameter, measuring 8 mm vessels; related to another drug/device(sheath). Conclusions: (excessively calcified and small in diameter, measuring 8 mm vessels.